Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the low anterior resection via laparoscopic procedure while resection of the rectum. The device did not fire. Although the surgeon was able to press the green button but was not able to squeezed the handle. To resolve the issue, the surgeon used another reload. There was no patient injury.